Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for evaluation. No functional abnormalities were noted with the pump. A separation, adjacent to confined abrasion, was noted on the exhaust tubes of cylinder 1 at the tube/strain relief junction. This was a site of leakage. Abrasion was noted on the exhaust tube of cylinder 1. A separation was noted in the exhaust tube of cylinder 2. This was a site of leakage. The surfaces had a straight lined jagged appearance, indicating contact with sharp instrumentation. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the confined abrasion mark noted on the exhaust tube of cylinder 1 near the tube/strain relief junction indicated that the tubing had kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a tubing fracture occurred at the tubing exit site of the corpora. The device was explanted and replaced.